Event description:
Patient was being implanted with humeral im nail during a procedure on (B)(6) 2012. While inserting the 4.0mm ti locking screw, the screw head was torqued too much and broke off. The head of the screw was retrieved; the shaft of screw remains implanted in patient's bone. Surgeon did not use another screw in its place. Procedure was completed with no further problem, no harm to patient was reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.